Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog number: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples, or photos from the customer facility for investigation. Additionally, bd was unable to determine the specific lot number or catalog number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: the customer received a letter explaining the shelf life and storage recommendations from bd about blood collection tubes. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there were tubes on the shelf that were empty and unused. Also that they had expired dates. No catalog or batch information was given.